Event description:
The customer alleges that the adaptor does not fit in the bottle and oxygen does not flow to the patient.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was returned. Based on the lot 453147 provided for which the DHR resides at (B)(6) facility, the (B)(6) lot numbers for component (B)(4) were obtained. The device history record review showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4) (snap-on flowmeter adaptor) (B)(4) during the manufacture of the mat customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened (this CAPA is owned by (B)(6)). If device sample becomes available at a later date this complaint will be re-opened.